Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a fall which resulted in a broken foot. The right ventricular (rv) lead and right atrial (ra) lead exhibited oversensing. The leads were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.